Event description:
Stated that the surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed. No patient injury. The injector and cartridge model and lot numbers were not specified by the facility.